Manufacturer narrative:
On 26-jan-2026, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a thermocool smarttouch sf and there was an intermittent or low irrigation on the device but not complete occlusion. The device had been used in the patient prior to the issue being discovered. No error message occurred--the medical team had just discovered abnormal water discharge from the catheter tip. The correct catheter settings had been selected. There were no flow rate change issues at the start of ablation. The catheter was replaced and the procedure continued. No patient consequences were reported. Device evaluation details: visual inspection of the returned sample revealed that the shaft of the device was bent close to the handle area. An irrigation test was performed and the results were found out of specifications. Due to the bent condition, the shaft was dissected and the irrigation tube was found bent as well. A manufacturing record evaluation was performed for the finished device 31678643l number, and no internal actions related to the reported complaint condition were identified. The irrigation issue reported by the customer was confirmed. The potential cause of the shaft and irrigation tube condition could be related to the handling of the device during the procedure; however, this can not be conclusively determined. The instructions for use (IFU) contain the following information: before use, verify that the irrigation ports are patent by infusing heparinized normal saline through the catheter and the irrigation tubing. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under p030031/s078. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a thermocool smarttouch sf and there was an intermittent or low irrigation on the device but not complete occlusion. The device had been used in the patient prior to the issue being discovered. No error message occurred--the medical team had just discovered abnormal water discharge from the catheter tip. The correct catheter settings had been selected. There were no flow rate change issues at the start of ablation. The catheter was replaced and the procedure continued. No patient consequences were reported.